Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient themselves to the emergency department (ed) after a lead integrity alert (lia) on the right ventricular (rv) lead which had a suspected fracture in the low voltage portion and exhibited out of range (oor) high, spiked, and rising pacing impedances in addition to high thresholds. It was also stated that there was a lead noise warning. It was further reported that the physician believed the lead had fractured due to tight vascular as there was difficulty getting the new lead into position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the remote monitoring network displayed an observation that the device tone sounded due to unsuccessful remote alert transmission. No patient complications have been reported as a result of this event. It was further reported that the rv lead was capped and replaced, not explanted.